Event description:
It was reported that there was hardware removal of synthes screws and plate due to infection. The patient was revised with a tibial nail and antibiotic cement. The procedure was completed successfully. Patient status reported as stable. Date of explant unknown. This is report 1 of 22 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.